Manufacturer narrative:
This reportable event was identified during a retrospective review conducted for the period between jan 1, 2008 and october 23, 2010 of complaints for add'l reportable events. With one pt sample, the customer mistakenly used an existing control ID number as a new pt ID number. Labeling for all beckman coulter instruments state that the customer must use a unique ID number for each pt sample, because if an ID number is re-used, this can cause a specimen to be misidentified. The lh750 analyzer correctly put the test result data into a control data file as it recognized the data as part of a tagged control file. The lab info system instead matched the data to an existing pt ID number. The lis should identify tagged control data and not identify these tagged results as pt data.

Event description:
The customer reported that on (B)(6) 2009, one pt sample processed on the lh750 hematology analyzer was misidentified as a control product sample. The sample identification (ID) number assigned by the laboratory was not unique; it matched the ID number associated with an existing control product. The instrument placed the pt's test results in the workstation control file and transmitted the data to the laboratory info system (lis) as a tagged control data. Since the sample ID number matched a pt ID stored in the lis, the lis misinterpreted a control ID as a pt ID. No erroneous or misidentified test results were reported outside the laboratory. There was no reported change to pt treatment as a result of this incident.